Manufacturer narrative:
(B)(4). This complaint, for use error - breach in aseptic technique is confirmed because the registered nurse stated that the home patient did acquire peritonitis and she confirmed that there was a breach in aseptic technique due to the bacteria that was growing only being found in cats and dogs (the home patient has cats), which is a use error that can cause can peritonitis. The hp was treated with antibiotics (unknown) and is reportedly recovered. The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation or if there are additional details related to the peritonitis. If additional information or samples become available, a follow up report will be submitted.

Event description:
The customer contacted baxter's technical service center. The home patient (hp) stated she was recently in the hospital with peritonitis and was in extreme pain. No additional information was available at the time of the initial call.